Manufacturer narrative:
No product was returned for evaluation. At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 02-sep-2025 the end-user reported that on (B)(6) 2025 they were hospitalized with gastroparesis while using the ilet. The end-user experienced blood glucose (bg) fluctuations during the hospitalization and was treated with intravenous insulin and multiple daily injections. The end-user was discharged on (B)(6) 2025 with no reported long-term effects.